Manufacturer narrative:
H3: product analysis :evaluation determined that overheating issue could no be duplicated. However it was noted that the bearing was misaligned, the tool could not be inserted in the attachment, and the bearings were corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intra operative event, the attachment was overheating. There is no impact on the patient in the event at the time of report. Additional information found during evaluation was misaligned bearings.